Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter displayed the battery indicator symbol. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The patient reported that the meter displayed the battery indicator symbol at 1:20pm on (B)(6) 2018, despite having replaced the battery. The patient manages her diabetes with two types of insulin which she self-adjusts. She reported that as she could not get the meter to work, she was unable to get test her blood glucose level and was also unable to eat any food as she did not know how much insulin to take. She stated that about half an hour later, she developed symptoms of ¿headache and shaky¿. She denied receiving any treatment for her symptoms above and beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca documented that the meter was not being used for the first time. Based on the information provided, there had been no misuse of the meter. Also, based on the information provided, the meter¿s battery did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Headache and shaky, after obtaining the battery indicator symbol on the meter and reducing her food intake.